Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangio-pancreatography (ercp) for a biliary stone lithotripsy, the facility tried to grasp the stone using the basket of the subject device, however, the basket of the subject would not open with the stone surrounded by the basket and the subject device could not be withdrawn from the pt. The user facility reported that they could withdraw the subject device without add'l treatment. The facility reportedly completed the procedure using another lithotripsy basket and a retrieval balloon, and there was no injury in the pt.

Manufacturer narrative:
The device referenced in this report was returned to omsc for eval. The eval confirmed that the basket wire broke at the connection portion to the control pipe and the filament of the coil sheath slipped near the distal end. The eval also confirmed that the basket deformed particularly. There were no other abnormalities related to the phenomenon in the subject device and its mfg record. Due to the broken control pipe and deformation of the coil sheath, it was believed that the user could not operate the basket of the subject device and withdraw the subject device with the basket grasping the stone. Based on the previous investigation the cause of broken control pipe and deformation of the coil sheath was determined to be due to the excessive force and the biliary stone being excessively hard. The (B)(4) instruction manual already states; warnings: during lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope's biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. This report is being submitted as a medical device report in an abundance of caution.